Manufacturer narrative:
The insulin pump was received with intermittent response from the act button, due to corroded keypad traces. No button error alarm occurred during testing. The device was also received with a cracked reservoir tube lip, minor scratches on the lcd window, a scratched reservoir tube window, and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported the buttons on the insulin pump were not working properly and the device alarmed with a button error. Customer's blood glucose was 207 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.